Event description:
Upon investigation, the complaint with lever to remove cassette and vr encoder failure would've been caused with frm flex cable not being seated properly into the frm pcba.

Event description:
Biomed reported cassette is jammed and cannot move lever to remove cassette, no patient harm. Biomed confirmed he tried the cassette release button and did not work to release the cassette. Preliminary evaluation of the device logs indicates that this is a sensor hardware failure (vr encoder). This did not stop an active infusion. As a conservative measure, fresenius kabi is reporting this due to the reported technical issue. No adverse event. Further information is needed to complete the investigation.